Event description:
Customer was hosptialized, relative stated that customer had been running high bg for about a month, but at the same time pt has had sinus problems, infection, strep throat and a gi bug, and had been vomitting a lot. Md recommended customer to go hospital for testing. Relative stated that they are not sure if it's a pump or diabetes related problem. Relative will call back to perform troubleshooting. Customer's relative confirmed that problem with quick set did not lead to high bg hospitalization.